Event description:
A physician reported that on 11/14/1997 he implanted a pt in the lower vermilion border without any complications. He prescribed zithromycin for 6 days beginning the day prior to implantation, cold packs to the site for 24 hrs, head elevation while sleeping for 48 hrs and minimal mouth motion for 3 days. He closed the incisions with 6.0 nylon sutures. On 11/17/1997; he prescribed warm compresses to the site for 48 hrs. No cultures were done. The physician has assessed the site as well healed since the explant (date of observation-not recorded). He does not believe the pt sustained any serious or permanent injury related to the infection.